Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f talisman delivery sheath. After a successful implantation of a pfo talisman occluder without any intra-procedural events, it was subsequently reported that the patient showed neurological abnormalities. A computed tomography (CT) scan revealed a progressive cerebral edema.